Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded. The hypotube and shaft were microscopically examined. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 82 cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50 mm x 20 mm emerge¿ balloon catheter was selected to treat the lesion. During preparation, the physician fed the balloon over the wire. However, the shaft snapped and broke in the medium distal portion. The procedure was completed with a different device. No patient complications were reported and the patient's status was unharmed and stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x20mm emerge¿ balloon catheter was selected to treat the lesion. During preparation, the physician fed the balloon over the wire. However, the shaft snapped and broke in the medium distal portion. The procedure was completed with a different device. No patient complications were reported and the patient's status was unharmed and stable.